Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Expy date unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a fractured liner with noted metallosis.

Manufacturer narrative:
Examination of the returned femoral head and liner confirms the reported material fracture. The liner fractured, disassociated from the acetabular cup, and the femoral head was then able to contact the acetabular cup. A search of the complaints databases found no related or similar complaints against the femoral head or liner. Review of the fractured liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.